Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device had no power, did not function, had an unknown debris found on internal components, bearings were damaged and had no rotation from component wear. It was determined that the triggers were sticking and trigger components were worn from improper cleaning/care, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the battery handpiece device was not working and did not have enough power. During an in-house engineering evaluation, it was observed that the device had no power, did not function, triggers were sticking, unknown debris found on internal components, trigger components were worn, bearings were damaged and no rotation. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.